Event description:
Rn tried to prime pump and line unable to shut door assembly. Door to biomed door assembly replaced full preventative performed. Door may have been dropped or crushed causing malfunction.